Manufacturer narrative:
Additional information: on november 9, 2020, the mentor failure analysis lab received the device for evaluation. On november 15, 2020, mentor became aware of the impacted device's catalog and lot number. The relevant fields in this report have been updated to reflect the impacted device attributes (catalog number, brand name, common device name, procode, lot number, manufacturing date, expiration date and device returned to manufacturer date, UDI number and PMA number). On november 18, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, two tears (a and b) were observed in the posterior view, measuring approximately 0.2 and 0.1 cm respectively. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with unspecified saline mentor breast implants and experienced bilateral baker grade iii capsular contracture and deflation on the left side postoperatively. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.